Event description:
The caller reported that the insulin gauge on their pump displayed an amount different than expected, showing an estimate of 0 units when they anticipated around 220 units. This discrepancy has been a recurring issue since november and also happens at night, causing high blood glucose levels; however, the specific value was unknown, only indicated as "high." To resolve the issue, the customer loaded a new cartridge and managed the high blood glucose with a correction injection, without needing third-party assistance. Cts to replace pump. Customer will continue to use current pump.